Manufacturer narrative:
Latch parts were replaced and the collimator put back into service.

Event description:
It was reported to ge that during a collimator exchange procedure, a latch attaching one side of the collimator to the camera head was incorrectly latched. Reportedly, when the heads were moved away from the collimator exchange cart, only the side of the collimator that was correctly latched lifted with the detector, and the incorrectly latched side did not, leaving the collimator suspended by only one latch. This could potentially result in the collimator falling with the potential for serious injury. The collimators weigh approximately 25-30 pounds. There was no patient on the table or otherwise involved in this occurrence. No injury or other adverse effects were reported.